Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the keypad cover is torn at ok button. All of the keypad buttons respond intermittently. The keypad cover was removed and contamination was found under all contacts. The ok button contact is damaged. The display is dim/fading/reddish. The battery compartment is cracked on threads above pad and below pad. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.